Event description:
The power cord was received by the manufacturer for analysis on (B)(6) 2015. Analysis was performed on the returned ac adapter and no anomalies associated with the ac adapter performance were noted during testing using a known good tablet. The ac adapter performed according to functional specifications.

Event description:
It was reported by the physician that the power cord for the physician's tablet does not work. The power cord was tested by the company representative with a known working good tablet and the cable once again did not work. A known working power cable was connected to the physician's tablet and the tablet was able to charge. The physician has been provided with a new power cable. The complaint power cord is expected to be returned to the manufacturer for analysis, but has not been received to date.